Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a 3l dual eva bag in which customer observed chamber separator was loose from the connection was confirmed during sample evaluation. Inspection was performed on the photos received. Visual inspection revealed that the silicone rubber cylinder and aluminum hinge were misplaced. The assignable root cause of the reported condition is determined to be operator error during manufacturing of the reported set. No repairs were made since this is a single use device. As a corrective action, the operators at the manufacturing facility are made aware of this issue. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A baxter affiliate reported to baxter (B)(4) of a 3l dual eva bag in which customer observed chamber separator was loose from the connection. The reported condition occurred before patient use. There are no reports of patient injury, adverse events, or medical intervention in association with this event. No additional information is available.